Event description:
It was reported during the procedure the distal section of the subject guidewire fractured during manipulation of the wire in the distal vasculature. The broken fragments were not removed from the patient. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The guidewire distal end was seen to be bent. The distal tip was seen to be broken along the nitinol tubing and the core and platinum wire at 299cm. Functional testing was not performed. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the wire fractured in a patient. Additional information provided by the customer indicated that the break occurred during manipulation of the wire in the distal vasculature, the issue was noted during the procedure immediately after it happened and the fragments were not removed. The guidewire was returned and it was confirmed that the distal nitinol tubing and core wire had been fractured. There was kinking noted to the guidewire. It is probable that there may have been procedural and/or anatomical factors present during the clinical procedure, causing the distal end of the guidewire to fracture during manipulation of the guidewire in the distal vasculature. An assignable cause of procedural factors will be assigned to the reported event of the guidewire broken/fractured during use and un-retrieved device fragments and to the analyzed damage of the guidewire distal end/tip kinked/bent, guidewire distal tip broken/fractured during use and un-retrieved device fragments, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during the procedure the distal section of the subject guidewire fractured during manipulation of the wire in the distal vasculature. The broken fragments were not removed from the patient. No other information is available.